Event description:
Patient reported desestructuration of right protesis more evident in its superior and external area, with signs of intracapsular ruptura¿ and ¿hiperecogenic nodules in the armpit right region, suggestive of silconomas¿. Healthcare professional later reported rupture and capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deconstruction of right prothesis more evident in its superior and external area, with signs of intracapsular ruptura¿ and ¿hiperecogenic nodules in the armpit right region, suggestive of silconomas¿.

Event description:
Patient reported deconstruction of right prothesis more evident in its superior and external area, with signs of intracapsular ruptura¿ and ¿hiperecogenic nodules in the armpit right region, suggestive of silconomas¿. Device remains implanted.